Event description:
It was reported that a drill bit broke during drilling and fragments remain inside the patients body.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.